Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 22-jul-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving sufentanil (5000mcg/ml at 2000mcg/day) and bupivacaine (4mg/ml at 1.6mg/day) via an implantable pump. It was reported that the patient was experiencing increased pain and there was an unanticipated large reservoir volume; the reservoir volume was higher than anticipated. The pump segment of the catheter was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025 . Product type catheter section e corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the provider believed the proximal segment may be the cause of the volume discrepancy.